Manufacturer narrative:
The initial reporter was radiology technician. E1b event site name: (B)(6). E1i event site telephone: (B)(6) . Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer

Event description:
On 22nd february, 2024 getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the angio equipment's piping duct and the shaft of the suspension arm were interfering and the rubber cover (cat. No. Ard567802019) of the suspension arm shaft was damaged. It seems that the rubber cover was damaged during surgery and it appears to have been damaged and fallen. There was no health hazard to the patient. We decided to report the issue in abundance of caution as any parts falling off during procedure may cause contamination or serious injury in case of event reoccurrence.

Manufacturer narrative:
The correction of d1 brand name, version or model #, d4 catalog #, h3a device evaluated by manufacturer?, h3b device not eval provide code and h3c if other provide code -explain fields deems required. This is based on the internal evaluation. Previous d1 brand name: powerled ii 500. Corrected d1 brand name: maquet powerled ii. Previous d4 version or model #: ard569512930. Corrected d4 version or model #: ardpwt609051a. Previous d4 catalog #: ard569512930. Corrected d4 catalog #: blank. Previous h3a device evaluated by manufacturer?: no. Corrected h3a device evaluated by manufacturer?: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code -explain: device not returned to manufacturer. Corrected h3c if other provide code -explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled ii 500. It was stated the angio equipment's piping duct and the shaft of the suspension arm were interfering and the rubber cover (cat. No. Ard567802019) of the suspension arm shaft was damaged. It seems that the rubber cover was damaged during surgery, and it appears to have been damaged and fallen. There was no health hazard to the patient. We decided to report the issue in abundance of caution as any parts falling off during procedure may cause contamination or serious injury in case of event reoccurrence. The device has been repaired by replacement of standard bumper (ard567802019) and returned to use. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment when the event took place. The fall of the bumper is due to repeated collisions or a partial repositioning. Tests performed show that the bumper can fall after several violent collisions with the cupolas especially for the single fork configurations (low ceiling height rooms). This corresponds to an abnormal use. Maquet sas modified the bumper to make it harder and thus increase its tightening onto the suspension arm by reducing its elasticity. However, in specific cases, especially when the ceiling is lower (as for single fork configuration) it can happen that a cupola light hits the bumper during manipulation with a specific angle. For this reason maquet sas recommends to secure the bumpers with screws as specified in the documentation ni 0158402 for every single fork configuration. To prevent any similar incident maquet sas recommends: to avoid collision. To check the correct positioning of the cover after maintenance or cleaning. To secure the bumpers with screws. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).